Manufacturer narrative:
The returned device was evaluated and the investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. Although the investigation found no evidence of any damage, the reported event could not be determined. Investigation found an 0x1c alarm which occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. The reservoir was found to have a dent in it. No corresponding damage was found on the upper housing. The cause and timing of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) reached 400 mg/dl and also reported a communication error. The pod was worn between 24 and 36 hours on the back. The pod was removed and was able to activate a new pod.